Event description:
Customer reports "the dilator of the 4-/-5 french catheters cannot be advanced to the vessel without damaging the tip, even after routine stitch incision was performed. This sometimes causes relevant tissue and vascular trauma as well as kinking of the wire. Recently, we had a case with patient hazard (vascular lesion + requirement for wire replacement due to kinking)." No additional information was available at the time of this report.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports "the dilator of the 4-/-5 french catheters cannot be advanced to the vessel without damaging the tip, even after routine stitch incision was performed. This sometimes causes relevant tissue and vascular trauma as well as kinking of the wire. Recently, we had a case with patient hazard (vascular lesion + requirement for wire replacement due to kinking)."